Event description:
Healthcare professional reported textured to smooth exchange. Upon explant, left side was found ruptured.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side radius assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported "pain, tightness, and some swelling".

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Duplicate 9617229-2020-03221 was submitted on 6-mar-2020.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured implant.

Event description:
Healthcare professional reported textured to smooth exchange. Upon explant, left side was found ruptured.